Manufacturer narrative:
(B)(4): conclusion: the service technician replaced the main board as a precaution to address the several inop conditions.

Event description:
The customer reported that the unit has a pigtial that is "spinning freely". While in service, the event trace revealed several "inop" conditions. The customer reported no patient involvement with this report.